Manufacturer narrative:
Device passed displacement test, sleep current test, active current test and self test. Low battery alert less than one week not confirmed. Unexpected battery power loss not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump did not received low battery alert prior to replace battery now alarm. The customer¿s blood glucose was unknown. The customer also stated that this was second occurrence. The customer stated that they had power error detected alarm but was able to rewind the pump. Troubleshooting was performed. The insulin pump will be returned for analysis.